Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked from an unspecified location during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and found a tear in the lower center back of the bag around the administrative port tubing. Functional testing was performed and found a leak from the tear. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.